Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was functionally okay. No significant anomalies found. Final device analysis of the leads revealed the following: no significant anomalies found. The leads were cut through and the products were segmented.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was explanted on (B)(6) 2014 and it was not replaced. It was later reported that the patient¿s device was removed because the result were not favorable. It was stated that the patient never had therapeutic effect and the implant did not work for their persistent nausea and vomiting. The patient had localized pain due to the device so they decided to explant. It was noted that the patient¿s husband was told by the physician that all of the device would be taken out including the leads but the patient recently had a scan done and they said that there were still leads left in the patient. Reportedly, the post-operative notes indicated that they wedged out a part of the stomach, sutured that together and removed the device. The patient went to the emergency room a week prior to (B)(6) 2015 because they were vomiting blood and when they were given a CT scan it showed that the leads had been detached from the stomach but they were still sitting in the patient¿s body. It was noted that the patient¿s post-operative notes indicated that they removed everything but he CT scan revealed that they remain in the patient¿s body. The reporter stated that the physician either meant to leave them or forgot to remove the leads. No clear outcome was reported regarding this event, so further follow-up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.